Event description:
It was reported from the health care professional (hcp) that the battery of this cardiac resynchronization therapy pacemaker (crt-p) increased from 6 years to 9.5 years in a span of 1 month. Technical services (ts) discussed that the battery calculation is not complete for 30 days post implant or programming change. There was no atrial fibrillation (af). A request was made to have data from this device analyzed. Data analysis indicated that the power has slightly decreased which is the cause of the change in longevity. The cause of the power decrease is not evident from the available device data. Although, it was possible that the patient was in atrial fibrillation (af) but below the threshold to show in the af counters. This device remains in service. No adverse patient effects were reported.